Event description:
It was reported that during a ptca/stent procedure that after predilatation, the stent became dislodged as the stent delivery system(sds) was being advanced into a mildly tortuous and calcified lesion. The stent was retrieved with a snare device.